Event description:
Initial result for a pt creatinine was 3.8 mg/dl. When repeated, the result was 1.1 mg/dl. The incorrect result was not used to guide pt therapy. The field service rep repaired the instrument by replacing the stirrer paddle and replacing the sample probe.